Event description:
It was reported that during an ion endoluminal lung biopsy procedure the catheter would not relax and the patient experienced hemorrhaging. The physician was at the end of the ion procedure and while trying to retract the catheter it would not relax. A fluoroscopy was performed, and it was noted that the catheter was hooked. The physician was instructed to pull back on the controller and when the catheter was retracted hemorrhaging was observed from the biopsied lobe. The physician believed the cause of bleeding was due to the catheter issue. The physician administered unspecified medication via an endoscope to control the bleeding. There was a delay of about 30 minutes, but the bleeding was solved. An x-ray was performed and per the physician, it was a moderate amount of bleeding in the biopsied lobe (unspecified). The physician did not remember the exact amount of blood loss, but stated no transfusion was required. The physician did a follow-up computed tomography (CT) scan to decide if the patient would need to stay in the hospital overnight - the patient was observed and discharged home. Per the physician, there were no other issues with the ion system.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. No site visit was conducted; the field service engineer (fse) was informed that there were no issues with two following cases.

Manufacturer narrative:
Additional information: a review of the system logs revealed the user was articulating the trackball during retraction, preventing the catheter from going limp. There was no malfunction observed during log review.

Event description:
Refer to h11 for follow-up information.